Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that skin redness was noticed on the right plantar of the patient's foot. The redness disappeared soon.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing including the skin surface temperature testing. The sensor was determined to be functioning as designed.